Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose exceeding 500 mg/dl; the infusion set was removed at the hospital and the customer discovered a bent cannula. The caller wanted to check the pump for damage and functionality. Troubleshooting was initiated and the pump passed the self test and displacement test. However, the vibration was too loud. In addition, the drive support cap was flush. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.